Event description:
The customer reported arcing in the tube and c arm movement problems. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and regreased the high voltage connectors and performed a filament calibration and tightened the c arm lock. System operates as intended. This MDR is related to ge healthcare complaint (B) (4).